Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was being used in the hilar proximal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was inserted into the patient and inflated but the correct pressure could not be reached. Upon removal of the balloon, a small leak was found on the side of the balloon. The physician attempted to complete the procedure with two more hurricane rx dilatation balloons and noted leaks in both. It was noted these three balloons had burst. The procedure was completed with a fourth hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was being used in the hilar proximal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was inserted into the patient and inflated but the correct pressure could not be reached. Upon removal of the balloon, a small leak was found on the side of the balloon. The physician attempted to complete the procedure with two more hurricane rx dilatation balloons and noted leaks in both. It was noted these three balloons had burst. The procedure was completed with a fourth hurricane rx dilation balloon. There were no patient complications reported as a result of this event. It was reported that when the physician said that the balloons burst, it meant that there was a pinhole leakage. The balloon did not explode but just had a pinhole leak at the distal part of the balloon.

Manufacturer narrative:
Block h2: correction and additional information: block b5 (describe event or problem). Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.